Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, no physical damage was noted. During archive data review, system error ua 139 (unable to hold compression position) was noted on the reported date of (B)(6) 2016. The autopulse platform failed functional testing due to the system error ua 139 (unable to hold compression position) was displaying upon powering on the device. In summary, the reported customer complaint of the platform displaying error message ua 139 (unable to hold compression position) was confirmed during functional testing and archive review. The root cause of the reported complaint was due to the defective brake assembly of drive train motor. The drive shaft train motor was replaced in order to remedy the complaint. The autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was used on a (B)(6) female patient who had experienced out of hospital cardio-pulmonary arrest. The incident occurred at the patient's residence. A family member found the patient already collapsed and did not witness the exact moment of the patient's collapsing. Patients was down for unknown length of time prior to emergency personal arrival. The customer did not see any signs or symptoms of trauma. Manual CPR was performed, while the patient was getting transported by ambulance. Rosc (return of spontaneous circulation) was not achieved. Up on arrival at the hospital at 17:42, the autopulse platform was deployed without any issue. At 17:56 the autopulse stopped performing compressions and when the autopulse was restarted, user advisory (ua) 139 (unable to hold compression position) error message was displayed. The customer then reverted to manual CPR. Manual CPR was performed for approximately 30 minutes until the patient was pronounced dead by the physician. The physician stated that the patient was already in a state of cardio-pulmonary arrest at the time of hospital arrival. It was inferred that the death was related to the heart condition. An autopsy was performed; however, the result could not be disclosed. The physician does not attribute the patient's death to the use of the autopulse.